Manufacturer narrative:
(B)(4). Results of investigation: carefusion tested the ventilator with a known good ac adapter and a known good patient circuit. The ventilator passed 63 hours of extended tests at the customer's settings. The ventilator passed the initial alarm volume test. The customer's reported issue was not duplicated but the ventilator failed the initial final test for a non-conformance with measured leak at the port-to-port leak test. The blower module was replaced with a known good one to address this issue.

Event description:
It was reported by the customer that the unit alarmed "patient circuit" and failed to cycle while on a transport in the ambulance. There was no audible alarm during this event and it was also reported that there was no patient harm associated with this complaint.